Event description:
It was reported that the patient¿s therapy was working well for her after initial implant, but then she started having problems in (B)(6). The managing healthcare provider (hcp) took x-rays and stated that the patient¿s lead wire had moved two inches. The patient had to have surgery on (B)(6) 2013 to fix this. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va098a6, implanted: (B)(6) 2013, product type: lead. (B)(4).